Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements reaching out of range. Review of device data determined the pacing threshold has increased with loss of capture observed. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This lead currently remains in service. No adverse patient effects were reported.